Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from november 27, 2017 - november 28, 2017. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a ce folfusor lv (large volume) burst. The device was filled with 5-fu (fluorouracil) and was expected to run for four (4) days. During the night/early morning, the day following the fill date, the patient noticed that ¿the bag had burst¿. According to the patient, the pump did not fall. There was no report of patient injury or medical intervention associated with this event. No additional information is available.